Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged difficulty breathing at night. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously mentioned in section b.3 and g3 the incorrect date of 09/09/2021 the correct date should have been entered as 10/19/2021.